Event description:
The customer reported that the loaner device they received is not passing the opcheck due to the unit rebooting. The unit is rebooting during the opcheck, and will not complete the test.

Manufacturer narrative:
(B)(4). The customer reported that the loaner device they received is not passing the opcheck due to the unit rebooting. The unit is rebooting during the opcheck, and will not complete the test. There was no report of pt involvement. On (B)(6) 2011 spoke with customer who stated that he replaced the battery which resolved the failure. The device passed the operational check with no further issues.